Event description:
The customer stated she was hospitalized for diabetic ketoacidosis and the blood glucose reading was 484 mg/dl. The customer stated that the cannula was bent when the infusion set was removed from her body. The customer also stated that the insulin pump did not give a no delivery alarm. The customer was unable to do any troubleshooting during the phone call. Several attempts were later made to try to troubleshoot the insulin pump, but the customer could not be reached.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.